Event description:
The product was used during a vats bullectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA.